Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. The customer initially reported the qc for hemoglobin (hgb) and leukocytes (wbc) fell below the normal area during the day. Upon reviewing results that were generated before the issue was discovered, the customer observed falsely decreased hgb and wbc results had been generated for multiple patients on the alinity hq instrument, serial number (B)(6). Additionally, the customer noted there was an atmospheric waste full error (message code 3672). An instrument service history review revealed two service tickets where valves were replaced to resolve message code 3672. A search for similar complaints did not identify an increase in complaint activity. A review of tracking and trending for the alinity h-series did not identify any trends for the issue for the product. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the alinity hq processing module for serial number (B)(6) was identified.

Event description:
The customer observed falsely decreased hemoglobin results generated on the alinity hq analyzer for two patients. The samples were repeated on another analyzer which generated higher results. The following data was provided: reference ranges for adult: men is 8.3 to 10.5 mmol/l, women is 7.3 to 9.5 mmol/l patient 1: initial result = 2.92 mmol/l, repeat result = 7.82 mmol/l patient 7: initial result = 4.46 mmol/l, repeat result = 5.51 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased hemoglobin results generated on the alinity hq analyzer for two patients. The samples were repeated on another analyzer which generated higher results. The following data was provided: reference ranges for adult: men is 8.3 to 10.5 mmol/l, women is 7.3 to 9.5 mmol/l. Patient 1: initial result = 2.92 mmol/l, repeat result = 7.82 mmol/l. Patient 7: initial result = 4.46 mmol/l, repeat result = 5.51 mmol/l. There was no impact to patient management reported.